Event description:
The pump was returned for evaluation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 2. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
Fk north andover reports the following: "out of box failure. During pump provisioning pump started alarming service needed. Hard shut down was done at least 4 times and alarm continued. Pump had not been used on patient yet so no patient harm." Preliminary review of the device logs confirm a pneumatic valve 2 actuation failure. This did not stop an active infusion. Reporting due to the referenced technical issue of the valve actuation failure. No adverse event occurred. More information is needed to complete the investigation.